Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to patient injury previously. Device issue: difficult to remove, guide wire tip separation. It was reported that the bmw universal guide wire was advanced to the lesion and pre-dilation was performed and another company's stent was implanted. An attempt was made to remove the bmw universal guide wire after post dilatation; however, there was resistance during pullback into the guiding catheter. When strong force was applied to remove guide wire, the tip separated from being jailed between the vessel wall and the stent. The separated tip was in the guiding catheter and the devices were removed from the patient's body as a single unit. There was no problem observed on the angio view and the procedure was completed. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including pt info and patient status from the hospital, field contact or distributor. Quality assurance analysis revealed that the proximal end of the guide wire was returned with contrast visible on the core. There was no blood visible. The core had separated at the distal end of the hypotube. There was a small piece of the core extending out the distal end of the hypotube. Another company's guiding catheter and dilatation catheter were returned with the guide wire. There was thick dried blood and contrast visible on the coils at the center solder of the separated distal portion of the guide wire causing the guide wire to stick to the side of the guiding catheter. There were two bends in the tip of the guide wire 3 mm and 13 mm proximal to the tipball causing the tip to be in a hook shape. There were two bends in the core at the proximal end of the separated portion, 7 mm and 20 mm distal to the proximal end causing it to be in a hook shape. There was no other damage noted to the guide wire. There was no damage noted to the returned guiding catheter. The returned dilatation catheter was returned with a tear in the distal shaft at the distal end of the guide wire exit notch for a length of 8 mm. The proximal end of the guide wire, including the hypotube, passed through a .0139" hole gauge. The distal end of the guide wire passed through a .0137" hole gauge, after cleaning off the dried blood and contrast. The returned catheter and the proximal end of the guide wire were advanced through the guiding catheter in an attempt to remove the distal end of the guide wire out of the guiding catheter. The guide wire did not come out of the guiding catheter. The guiding catheter was cut open to reveal the distal portion of the guide wire was stuck in the guiding catheter with the tip located 45 cm proximal to the tip of the guiding catheter. The distal end of the guide wire was dipped in a dye to confirm there was hydrophilic coating present. The tip was tugged on to confirm the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned devices. Sem analysis of the fracture site showed that the core adjacent to the hypotube had fractured from ductile overload at a bend. For the guide wire to separate due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, the exact cause is uncertain, but there are some factors that seem to indicate how the guide wire fractured. If the guide wire and catheter become stuck together and then the catheter is pulled to be removed, the guide wire can bow out or loop and catch on the guiding catheter. If there is continued force to remove the catheter, the guide wire can be damaged including bending of the core at the hypotube. The catheter is also damaged when this type of separation happens and this was seen as the tear at the guide wire exit notch. The reason the catheter became stuck to the guide wire could be from several reasons, but because of the heavy contrast found on the guide wire, the contrast seems to be the main factor for the sticking. Although the guide wire was heavily damaged, a guide wire quality issue was not detected in the analysis. The lot history record was not reviewed because the product lot number is unk. This MDR is considered closed by the product performance group.